Event description:
It was reported that the patient presented to the hospital for a procedure. The patient's right ventricular (rv) lead was found to be dislodged due to twiddler¿s syndrome. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.